Event description:
During a total abdominal procedure, reportedly, the wound evicerated post-operatively. The pt was brought back into surgery and suture was re-applied. The hosp has reported that the pt's status is satisfactory.